Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. It was reported that the patient came into the emergency room with a malfunction pump and stated that the chemo medical had leaked onto the patient's skin. Customer service was called for pump issue and advised patient on how to clean clothes and skin. According to the report the patient experienced pain but no medical intervention required. No additional adverse event reported.